Manufacturer narrative:
The event occurred in (B)(6) australia. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 22.5 mmol/l, 15.9 mmol/l, and 10.6 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.